Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. A quote for replacement of the ventilator interface board was issued to the customer but has not been approved.

Event description:
The hospital reported the unit failed the preoperative checkout. There was no report of patient involvement.